Event description:
This report is based on information provided by a philips remote service engineer and a product support engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro ultrasound probe not functioning. There was patient involvement however no health consequences or impact.